Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that upon opening the packaging, it was noted the drainage catheter was broken. Another device was used to complete the procedure. Visual inspection of the device along with device imaging identified the catheter shaft and the flare had been torn from each other.